Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: the battery compartment was cracked. The leak test failed due to a battery compartment leak. There was evidence of moisture in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/07/2015 with the following findings: the returned battery cap was found to be damaged. A test battery cap was able to be fully secured to the pump and was used to complete all testing. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling from the base. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any button contacts.